Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of damage to the external layer of the pump cable was confirmed through the photograph that was provided by the account. Evaluation of the submitted photo revealed a superficial breach in the silicone jacket of the pump cable. The underlying teflon wrap was torn as well; however, no damage to the underlying bionate or wires was observed. Additionally, the inline connector bend relief of the pump cable exhibited brown discoloration. A specific cause for these observations could not conclusively be determined. A rescue tape repair was applied over the superficial breach. No technical issues occurred and no alarms were reported. The hm3 lvas patient handbook cautions the user not to twist, kink, or sharply bend the driveline as it may cause damage to the wires inside, even if external damage is not visible. This handbook, as well as the hm3 lvas IFU, also contain information about caring for the driveline. These documents explain that a damp, lint-free cloth should be used to clean the driveline when necessary. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was damage to the driveline. Rescue tape was applied. Lvad was functioning as intended. There was no adverse consequences to the patient. No additional information was provided.